Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial unknown,implanted: (B)(6) 2009, product type lead; product ID 37082-40, serial # (B)(4), implanted: (B)(6) 2009, product type extension. (B)(4).

Event description:
The patient reported that she had a spinal cord stimulator (scs) implanted for t11 and t12. An implantable neurostimulator (ins) battery replacement was scheduled for (B)(6) 2015. The patient reported that the reason for the battery replacement was partly her fault because she had let the ins battery go dead twice and now it took a really long time to charge. She was initially set up with programs a, b, c and d and it worked fine and great. She had always had a prickly pin feeling in her feet and they were able to get stimulation down to her feet and to a tolerable level and the patient was able to go off four narcotics. It was noted that a manufacturing representative (rep) had put more things on a program and then when she moved she was not able to get that program to work. She then met with other reps and they explained to her why that program would not work. They were planning to perform an ins replacement and the new ins battery would allow for more programming abilities to cover the pain. It was noted that the pain moved from the feet to legs in (B)(6) 2015.